Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colostomy reversal procedure, the needle of the stapler was advanced and seemed to come out through the end of the rectal stump. The device was then firmly affixed over the needle and the stapler was closed and fired. However, upon extraction, it was noticed that the anastomotic rings and the proximal anastomotic ring was found to be incomplete. The pelvis was then instilled with normal saline and a leak test was performed by instilling air per anus. A large amount of bubbles was noticed in the intra-peritoneal aspect. The surgeon proceeded with the creation of a low midline laparotomy in order to inspect and repair colonic anastomosis. The colorectal anastomosis was inspected, and it was noted that there was a large defect in the right lateral aspect of the anastomosis, which was clearly open. The defect size was nearly a quarter.